Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called regarding difficulty with his artificial urinary sphincter (aus) five years after implant. He had been in the emergency room on friday in urinary retention and it was discovered that his device had been deactivated in the locked position. The device was able to be activated on friday; but he states that now he is able to depress the pump but that he only gets a squirt of urine before it closes again and that he is not able to fully empty. The patient does cycle it multiple times to get relief. Patient liaison provided assistance in finding a urologist and the patient states he will make an appointment.